Manufacturer narrative:
Medtronic lead implant date unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable pacing leads (ipl) were replaced as their heart was suffering from non-specific problems with stimulation. No follow up information could be obtained. No further patient complications have been reported as a result of this event.